Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 2991626, procode max was cleared in the united states. (B)(4). This part is not approved for use in the united states; however a like device catalog # 2991626, 510k # k073291 was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
The broken fragment was returned for evaluation. Visually and optically identified witness marks in inserter tang interface area of implant, consistent with excessive force. Microscopic examination of fracture surface discovered a brittle fracture with rays emanating from tang area, consistent with brittle overload.

Event description:
It was reported that while inserting the cage, a posterior piece of the cage broke. On removal of the cage fragment, the surgeon believed there was no damage to the integrity of the cage and that all graft would be constrained within the cage therefore, the remaining implant was not removed. Although this occurred during surgery, no patient complications were reported.